Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue, due to problems caused by either excessive or inadequate physical force exerted on it by another object, resulting in problems such as wear, bending, deformation, fracture, and fatigue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the evis exera ii ultrasonic bronchofibervideoscope had a chip on the distal end body. There was no patient involvement.